Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an failed battery test and replaced battery now alarm. The customer¿s blood glucose level was 150 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer states they do not receive frequent battery failed alarms and alarm was cleared before inserting battery. The customer was also advised they may continue to wear pump until replacement arrives. The customer was advised to discontinue use and revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected failed battery test/battery failed alarms noted during testing.